Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00633405028 lot number:64165806 brand name: trilogy liner, unknown stem, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04651, 0001822565-2019-04653. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted..

Event description:
It was reported that the patient underwent a revision procedure due to reduced mobility and a MRI scan suggesting some localized tissue abnormalities around the hip prosthesis. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The reported head was returned and visual inspection of the head identified scratches on the bottom surface around the taper, and on the spherical surface. No other damages were noted. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.